Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's name was 342 mg/dl. Customer changed pump supplies multiple times; however, the alarm reoccurred. Customer reverted to using an alternate method of insulin therapy.